Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient had many medical issues and it was determined that keeping the device off would be in the best interest of the patient. As reported earlier (unable to find another source doc from this rep about this patient), the patient was not complaining of pocket burning when the rep arrived to the hospital to interrogate; the patient was complaining of burning in their abdomen area. When the rep turned off the stimulation, the patient stated they were still feeling the pain. The rep contacted the patient's pain management doctor and the doctor agreed that keeping the stimulation off would be best.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes has been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports he is currently on his way to see patient. Caller reports patient is currently in the hospital, caller reports patient is complaining burning sensation in the pocket. Caller reports he was asked to see patient to turn stimulation off. Suggest palpating the ins with stimulation on and off, and check impedance.